Event description:
The physician reports that the crystalens became damaged when delivering the lens using the staar surgical lens injector system. Delivery was attempted with a second crystalens, however, this lens became damaged during delivery also. Intervention was performed intraoperatively to enlarge the original incision, remove the damaged lens, and suture the incision. A third crystalens was implanted successfully.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the lens was loaded incorrectly.